Event description:
Clinic notes were received for patient's generator replacement. Notes dated (B)(6) 2016 indicate that the patient has had 4 seizures per month since last visit on (B)(6) 2015. This slight increase in seizures was attributed to be due to vns battery not firing and needing a replacement. A battery life calculation performed with the available data shows that the device has approximately 8.1 years remaining until neos - yes. Attempts for additional relevant information were unsuccessful.

Event description:
An implant card was received by the manufacturer which showed the patient had a prophylactic vns generator replacement on (B)(6) 2016. It was also reported the vns generator was discarded and is not expected to be returned for product analysis.